Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer was also reported insulin flow block alarm. The customer reported 56 mg/dl and 254 mg/dl for high and low blood glucose levels. The reported hyperglycemic event was treated with an insulin pump, and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-431ak, mmt-342, mmt-7040a, mmt-1884. Troubleshooting was performed for the insulin flow blocked alarm. Customer confirmed insulin did not exit during the 5u fill cannula test. The customer reattempted the load reservoir/fill tubing process after a complete set change, and insulin did not exit. The customer was advised to replace the insulin pump. Troubleshooting was not performed for hyperglycemic and hypoglycemic events. No further patient complications were reported. No product return is required for mmt-431ak. No product return is required for mmt-342. No product return is required for mmt-7040a. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.